Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k there was a sharp molding protrusion inside two devices. The protrusion caused an error on the instrumentation. There were no health consequences or impacts reported.

Event description:
It was reported when using the bd vacutainer® edta 2k there was a sharp molding protrusion inside two devices. The protrusion caused an error on the instrumentation. There were no health consequences or impacts reported.

Manufacturer narrative:
Investigation summary: bd received three photos for investigation. The evaluation of these photos revealed damage to the inside of the tube, specifically on the sidewall, characterized by an indentation and the plastic peeling away from the inner wall. The tube contains a specimen. Additionally, a total of 100 retained samples were visually inspected, and no damage to the inside of the tube was identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: damaged tube interior. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.